Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appears to be use related. One 4.2 fr s/l broviac catheter was returned for investigation. The catheter extended 1.9cm from the distal end of the clamping oversleeve. The cross section at the distal end of the catheter exhibited a glossy and striated surface, which is indicative of sharp instrument cut and is believed to be the location where the catheter was trimmed to make a repair. The packaging from a repair kit was received with the damaged broviac catheter segment. The printing on the clamping oversleeve was partially worn near the crimp collar. A longitudinal split was observed in the intermediate tubing just distal to the clamping oversleeve. Under microscopic magnification, the split surfaces of the catheter were smooth and granular. The longitudinal split coincided with a c-shaped break in the inner 4.2fr tubing. The characteristics of the splits are consistent with a rupture due to overpressurization. Functional testing revealed that the lumen was patent to infusion, but a leak was observed where the catheter was split. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Small syringes can generate very high internal pressures with very little force. The back pressure from an occlusion may not be felt when using a small syringe until damage to the catheter has occurred. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. A lot history review (lhr) of huax1047 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, "catheter twisted at connection site between clamping sleeve and small segment of catheter. There is a tear where twisting occurred. Per mom, break happened while home nurse was flushing."